Event description:
It was reported that the patient was found out in the woods non-responsive with left ventricular assist device (lvad) alarms going off. It was noted that tree stand was in a corridor of cleared forest area that has high energy tension wires running through it. The patient had climbed down from the tree blind and collapsed near his all-terrain vehicle. At the time of the patient's son's arrival to the scene, the system controller was not producing any alarms, the screen was greyed out and it said "charging". Low flow alarms started following controller exchange. The spouse reported that the primary system controller was lit up after it was changed out and the screen was blue and it said "controller fault". Emergency medical services (ems) was called and on the scene and the patient received bystander CPR as they experienced lack of end tidal co2. When ems arrived, it was noted that the patient was hooked up to the battery appropriately and the lvad showed a "charging" message and had dashes for flows. The patient received chest compressions almost consistently from 10:08 to 12:00 noon without meaningful recovery. The patient went to their local emergency room where their pupils were found to be fixed and dilated and they did not have proper reflexes.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the report of a pump stop could not be confirmed. It was reported that the patient was out hunting when they called their family to report feeling weak. Controller alarms were heard in the background. Review of the primary system controller event log file showed normal pump operation with no atypical alarms for the duration of the captured events. Additionally, it was noted during the evaluation of the primary system controller that the controller could operate a test pump despite the pump running symbol not being illuminated due circuitry damage resulting from fluid ingress. The backup system controller log file showed the controller being connected to power at 09:04 on (B)(6) 2023 (per the programmed timestamp). The driveline was subsequently connected to the backup controller at 10:00 and the pump resumed operating at the set speed. Flow was typically captured in the 1.4lpm to 3.2lpm range, resulting in the reported low flow alarms. The final 40 minutes of the log file showed the flow decline to 0.9lpm. The driveline was subsequently disconnected from the controller at 11:43 and was not reconnected. The pump appeared to function as intended for the duration of the captured events. The duration of the pump stop noted during auscultation by ems could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found out in the woods "down and blue". Emergency medical services (ems) was called and on the scene. The system controller attached to the driveline was reading "charging." There was no pump running symbol and ems couldn't auscultate the pump sound. Ems was asked to verify the that modular and driveline cables were fully attached to one another, and that modular cable was fully seated into system controller. Once verified, ems was then instructed to do an emergent system controller exchange in the field. Ems stated that the pump running symbol lit up and pump parameters appeared to be viewable on the display screen once the system controller was exchanged, but there was a red heart alarm. Patient was unconscious and intubated in the field then transported to the closest hospital. The patient was pronounced dead upon arrival in the emergency room. No log files were retrieved. Related manufacturer reference number: 2916596-2023-07880; 2916596-2023-07881 (system controllers).